Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose device after an unspecified procedure. Reportedly, when the clip was deployed it grabbed the back wall of the vessel. The patient was taken to the operating room where a vascular surgeon repaired the artery. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was reported to have occurred approximately one and half weeks ago. The customer reported the device was discarded. Investigation is not yet completed. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.